Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Analysis of the tip, inner/outer shaft, and hub/strain relief included microscopic and visual inspection. Inspection revealed shaft damage (stretched/flattened) in areas located 1cm, 16.5cm, and 31cm form the tip of the device, with numerous kinks in the shaft. Inspection of the rest of the device found no other damage or defect. The renegade device did not have a guide wire with the device, so a lab supplied guide wire was used for testing. The guidewire could not be loaded completely into the shaft and stopped at the 3rd area of damage (31cm from the tip), and the devices became jammed. The inner diameter (ID) at the tip and hub were measured with a calibrated plug gage. Both the tip and hub measured .027", meeting the IFU specification of equal or greater than .027". The outer diameter (od) of the undamaged shaft was measured with a calibrated micrometer. The undamaged od measured .038", meeting the IFU specification of equal or less than 038".

Event description:
It was reported that microcatheter became fractured. The target lesion was located in the liver. A 135/10 renegade hi flo kit was selected for use in a transarterial chemoembolization for liver cancer. During procedure, the physician found that the device was not smooth upon the advancement of the microcatheter. Then, it was retrieved, however it was noted that the outer of the micro catheter was fractured. It was confirmed that there were no fragments left inside the patient's body. The device was simply pulled out and completed the procedure with another of the same device. There were no complications reported and the patient was stable.

Event description:
It was reported that microcatheter became fractured. The target lesion was located in the liver. A 135/10 renegade hi flo kit was selected for use in a transarterial chemoembolization for liver cancer. During procedure, the physician found that the device was not smooth upon the advancement of the microcatheter. Then, it was retrieved, however it was noted that the outer of the micro catheter was fractured. It was confirmed that there were no fragments left inside the patient's body. The device was simply pulled out and completed the procedure with another of the same device. There were no complications reported and the patient was stable.